Event description:
Procedure: partial gastrectomy. According to the report: during use the white part was disengaged from the tip of the device so another device was used. There was no bleeding reported and nothing fell into the pt cavity. No tissue was damaged and the procedure was not delayed.

Manufacturer narrative:
(B) (4). (B) (4).